Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that cross plate mtp, left anchorage was alleged of 'additional/revision procedure' due to pain could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the patient presented with pain in her foot, which she had for 6 months following initial implantation with an anchorage plate. The patient also reported that part of the toe did not flex. The patient had 2 opinions post operatively when she presented with the pain plus x-rays and scans which showed no issue with the plate. During a 3rd consultation, a spectoral scan showed pressure in areas over 4 of the 5 screws. The plate was revised.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the patient presented with pain in her foot, which she had for 6 months following initial implantation with an anchorage plate. The patient also reported that part of the toe did not flex. The patient had 2 opinions post operatively when she presented with the pain plus x-rays and scans which showed no issue with the plate. During a 3rd consultation, a spectoral scan showed pressure in areas over 4 of the 5 screws. The plate was revised.